Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator (ICD) could not be interrogated. Two other devices were succesfully interrogated with the same programmer. The device was returned for analysis.